Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a trochanteric fixation nail - advance (tfna) procedure. During the surgery, a cannulated flexible screwdriver broke. There was a surgical delay of 15 minutes and the procedure was completed successfully. The patient outcome was not reported. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.037.028; lot: 9298607; manufacturing site: hägendorf; release to warehouse date: 24.february 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: customer quality investigation: the following investigations were performed: broken. Device condition: the flexible screwdriver was received broken at the end the first rotation of the irregular spiral cut proximal to its handle. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. The other broken part that contains remaining flexible shaft portion was also returned at customer quality. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The device condition is consistent with the complaint description and therefore the complaint is confirmed. Dimensional analysis and document/specification review: document/specification review: the device drawings reflecting the current and manufactured revision were reviewed. The outer diameter adjacent to the start of the flexible shaft portion measured 7.99 mm (ca-814) which is within the specification of 8 mm h7 (+0/-0.015) per drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The device history record performed shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Material review was not able to be performed as only top level of the device history record was able to be reviewed with sub-components being not lot tracked. However, there is no indication that the material would have contributed to this complaint based on the age of the device (3+ years) and the received condition of off axis bending. Conclusion: the complaint condition is confirmed as the device is broken at the start of the flexible portion of the screwdriver shaft. A root cause could not be definitively determined as the circumstances at the time of the break are unknown. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were also observed. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No fragments were generated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.